Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had elevated and fluctuating white blood cell count since lvad implantation. On (B)(6) 2017 the patient's c-reactive protein (crp) was 150 and erythrocyte sedimentation rate (esr) was 80. The patient was afebrile, not on antibiotics, and had no obvious sign of infection. On (B)(6) 2017, the patient had an intermittent low grade fever of 99.3 degrees fahrenheit. The patient was started on keflex 500mg big orally on (B)(6) 2017. White blood cell count was mildly elevated again on (B)(6) 2017. The patient's temperature was up to 100 degrees fahrenheit but there was no obvious source of infection. Prior cultures were all negative and wounds were all examined and appear well-healed. No erythema or drainage noted. White blood cell count was slightly elevated on 11.9 on (B)(6) 2017 improving to 10.1 on (B)(6) 2017. The event reportedly resolved and no additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.